Event description:
Customer reported a pod whose cannula "did not insert properly causing insulin to deliver outside her body". She stated the adhesive was wet after activating the pod. Her bg was "over 600 mg/dl." The pod was discarded.

Manufacturer narrative:
A cannula that does not deploy properly indicates a needle mechanism failed to function as designed. This would likely contribute to the customer's hyperglycemia, however, since the pod was not returned for eval no malfunction can be confirmed. Product lot records could not be reviewed since no lot number was reported. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hrs after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." The user guide also warns, "...if you experience unexpected, elevated blood glucose, change your pod."